Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was learned from the medical records that CABG was performed post implanting a 19 mm 11500a aortic valve due to occlusion of the left coronary ostium. Despite multiple inotropic agents and the intra-aortic balloon pump, the patient condition continued to deteriorate, ultimately resulting in death. Per medical records, the patient presented with severe symptomatic calcific stenosis of the native aortic valve and underwent aortic valve replacement using a 19 mm 11500a aortic valve. The valve initially appeared to function appropriately; however, attempts to wean the patient from cardiopulmonary bypass were unsuccessful due to concern for coronary ostial obstruction. The aortotomy was reopened, and the valve was explanted. A second 19 mm 11500a aortic valve was implanted and secured using pledgets on the aortic side and stented ostia. A subsequent attempt to wean from bypass was again unsuccessful. Placement of an intra-aortic balloon pump provided no improvement. Coronary angiography later demonstrated occlusion of the left main coronary ostium with patency of the right coronary ostium. The cardiothoracic team subsequently performed CABG x2, with favorable response evidenced by the absence of t-wave abnormalities on EKG. Despite treatment with multiple inotropic agents and intra-aortic balloon pump support, the patient was eventually weaned from cardiopulmonary bypass but continued to deteriorate clinically and ultimately expired.